Manufacturer narrative:
Eval: the delivery device was returned with the lens inside. Visual inspection found that the plunger rod was separated from rest of the delivery device. Functional testing was performed after reinserting the plunger rod into the delivery device, using a sample lens. The lens loaded and delivered without difficulty.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of an akreos ao60g intraocular lens using an ai-28 delivery device. Intraoperatively the surgeon noted a posterior capsular tear. The ao60g lens was then replaced with an li61ao lens. According to the surgeon, the pt's current prognosis is good. Reference MDR#: 1119279-2011-00063.